Manufacturer narrative:
Date of event: reported as early (B)(6) 2020. Used the first date in the month of (B)(6) 2020.

Event description:
It was reported that a tip detachment occurred. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During preparation, approximately 2 to 3 cm of the tip detached into the sheath and guide. The procedure was completed with another of the same filterwire ez. There were no patient complications.